Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt their therapy was not working for them, they were ¿constantly wet¿, and their urinary incontinence remained significant and not improved; with an amplitude of 8, they could no longer feel their device working and they required 10-12 pads/day. The clinical diagnosis was a loss of efficacy, and it was noted that the device stated ¿low battery life¿. The event was reported to be possibly related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming on (B)(6) 2018 and on (B)(6) 2018, and administering oxybutynin on (B)(6) 2018. It was noted that the therapy was suspended on (B)(6) 2018, and that the event was ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was related to the device or therapy and the device diagnosis was a premature battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions were taken yet to resolve the premature battery depletion and the event was ongoing as of (B)(6)-2018. It was noted that the cause of the premature battery life was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s urinary incontinence remained significant and not improved due to low battery. Interventions taken included a cystectomy with ileal conduit. It was noted that the patient¿s urinary symptoms resolved, and the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported on (B)(6) 2018 the patient had constant urine leakage without warning. The hcp noted the patient felt she maybe a little bit better with urine leakage since increasing to the maximum dose of oxybutynin cr. The hcp stated the patient did not bring in her interstim unit to the appointment. The hcp noted the patient had upped her amplitude to 8.2 but had not tried different programs. The hcp noted on december 11th brought their interstim unit to the appointment with plans to change her interstim program to the program with the least amplitude. The hcp noted the interstim program was changed to aprogram for with least amplitude of existing programs at 5.7. The hcp noted at the appointment on (B)(6) 2018 there was no change, the manufacture representative (rep) reprogrammed the device. There were no further complications that have been reported as a result of this event.